Event description:
Procedure type: cholecystectomy. According to the reporter: a piece of the jaw of the instrument fell off into the pt while inserting the device through the trocar. The piece was removed from the cavity without making an add'l incision. A 30 minute delay in operative time occurred. No bleeding, or tissue loss occurred. No injury for the pt. Another device was used to finish the procedure.

Manufacturer narrative:
(B)(4).